Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative result using the binaxnow covid-19 ag card, while conducting a school based testing pilot in selected k-12 schools in the fall of 2020. The pilot worked with three rural school districts, (B)(6). This event occurred using an anterior nasal kitted swab of both nostrils. Repeat testing was not performed. As per customer asympotomatic and symptomatic students, teacher and staff were tested for covid-19 using the abbott binaxnow covid-19 ag card. Pcr confirmation testing was done using swabs from the anterior nares. The patient was required to isolate as a result of the false positive result. However, the customer confirmed there was no death or serious injury based on the test result. No additional patient information, including treatment and outcome, was provided. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 129111 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot: 129111, test base part number 195-430h / lot: 126626. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 129111 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples . In the report provided by the customer, it was noted that asymptomatic patients were tested. According to the intended use section of the package insert, the binaxnow covid-19 ag card is intended for the qualitative detection of nucleocapsid protein antigen from sars-cov-2 in direct anterior nasal (nares) swabs from individuals suspected of covid-19 by their healthcare provider within the first seven days of symptom onset.